Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 345 mg/dl. Customer states that the blood glucose readings were extremely high. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No moisture damage was during visual inspection on the electronics, motor, battery tube, and vibrator assembly. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.